Event description:
It was reported that during the procedure when the copilot was connected to the guiding catheter, a leak was noted at the connection and air was introduced into the system. The copilot was replaced with another one to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. It is possible that the devices were not properly aligned and/or not fully connected tightened while attempting to connect and/or the port of the device being connected was compromised resulting in the reported leak; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.